Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, difficulty was experienced while trying to extend the helix of this right ventricular (rv) lead. The physician suspected that the helix was not fully extended however all lead integrity measurements were within acceptable limits. Two days later, loss of capture (loc) was observed and an x-ray confirmed lead dislodgement. Surgical intervention was performed to reposition the lead however helix extension issues were again observed. The lead was explanted and replaced without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed with the helix partially extended/retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that during the implant procedure, difficulty was experienced while trying to extend the helix of this right ventricular (rv) lead. The physician suspected that the helix was not fully extended however all lead integrity measurements were within acceptable limits. Two days later, loss of capture (loc) was observed and an x-ray confirmed lead dislodgement. Surgical intervention was performed to reposition the lead however helix extension issues were again observed. The lead was explanted and replaced without issue. No additional adverse patient effects were reported.